Manufacturer narrative:
Additional information: h6, h11. Correction to previous g3: date received by MFR ¿ update date to 02/07/2025. H11: a review of the event log identified a primary infusion of phenylephrine selected a day prior with a primary maintenance vtbi of 225 ml. Several downstream occlusion alarms were found along with many rate changes before settling on the reported 22.5 ml/hr. The device was placed in standby mode on the event date and there were no secondary infusions programmed for the event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication. This was observed during patient infusion with phenylephrine at a rate of 22.5ml/hr and a volume to be infused (vtbi) of 225ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.